Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital - (B)(6). Date of complaint - (B)(6) 2019. Made aware - 8/7/19. Present in theatre - yes. Delay in procedure - approx 5-10min. Impact to patient - none. Product code (1)- 179712600 lot gm4196503. Product code (2) - 179702000s qty = 4, lot = unknown. Am I in possession - awaiting sterilisation. What happened - point of torque wrench shaft was spinning in set screw head, we had to change to alternative instruments. Evidence of wear at hex of shaft. 4 set screws stripped out leaving sharp metal debris. This complaint involves five (5) devices.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the threads on the set screw were completely torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. With the information provided, a definitive root cause for the torn threads on the single-inner set screw cannot be determined. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.